Event description:
It was reported that an increase of rv pacing lead impedance to out of range has been observed for the past 8 months. High capture threshold was also noted. The patient will be monitored.

Event description:
New information provided indicated that the rv lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.